Manufacturer narrative:
The reported event of inaccurate readings was resolved per the clinic on 13oct2023. No additional investigation was requested, and they confirmed readings were satisfactory. No readings with the hospital electronics system or other interrogator were taken on the complaint date, so no basis for comparison was established. If the issue persists, a new complaint will be generated and the event will be investigated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient's healthcare provider reported that they believe the cardiomems patient electronics unit (peu) provided inaccurate readings which lead to over treatment of the patient. The site treated the patient according to the peu which reportedly showed high pressures. The patient was hospitalized and found to have hyperkalemia and hypovolemia. The patient was discharged four days later.